Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging. Furthermore, right breast calcifications and a suspicious mass in addition to bilateral scattered subcentimeter cysts were noted. A biopsy was performed to further evaluate the mass and the results were findings of benign fibrocystic changes attributed to architectural distortion associated with the calcifications. Biopsy results were discordant with the imaging findings. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. There was no indicated intervention for the cysts. This report is for the left breast prosthesis.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: contralateral complication, elective size exchange mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).